Event description:
It was reported that patient came in to the emergency room on the day of this call with 'excruciating pain' because her neurostimulator (ins) was 'firing' and has been since approximately noon. The health care provider did not have their patient programmer (pp) with them and was unsure if this issue was prompted by anything (an event, fall, etc.) Or if it happened out of nowhere. " no outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# v704349, implanted: (B)(6) 2011, product type lead.